Manufacturer narrative:
(B)(4) lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the heads popped off of six matrixmidface screws that were being implanted during a fibula flap reconstruction for mid face procedure on (B)(6) 2017. Upon putting the screws into the fibula, two (2) screw heads popped off. Pre-drilling with a 6 mm stop drill bit was tried and this resulted in four (4) more screw heads popping off. The surgeon then had to drill out the screws using a diamond burr. The screws were burred to the extent that nothing remained as described by the sales consultant. There was a ten (10) minute delay in surgery. Patient condition was stable and surgery was successful. Concomitant devices reported: screwdriver handle (part# 311.006, quantity# 2), screwdriver blade (part# 03.503.202, quantity# 1), screwdriver blade (part# 03.503.201, quantity# 1). This is report 3 of 6 for (B)(4).